Event description:
It was reported to boston scientific corporation a patient underwent a therapeutic urological procedure in 2007. During the procedure, our occlusion balloon dilation catheter device burst inside the patient, while being inflated with contrast media. Inflation rate is unknown. The patient was being re-positioned for x-ray to location the stone at this time. The entire balloon, still attached to the catheter, was retrieved when the device was pulled out of the scope all intact. The procedure was completed with another device. There were no patient complications.

Manufacturer narrative:
The complainant indicated that, the device will be returned for evaluation, but has not yet been received; therefore, a failure analysis is not available. The may 2007 15-month complaint trend report, inclusive of all failure modes, was reviewed: no adverse trend was noted and no data point exceeded the complaint alert limit. A device history record review and product evaluation are in progress. Results of the device evaluation, as well as the device history record review will be provided in a follow-up medwatch report.